Event description:
The company was made aware that the pt was explanted due to the device not functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more info; once more info is obtained a supplemental report will be submitted.